Manufacturer narrative:
Conclusion: an event regarding implantation of a scorpio insert that has passed its expiry date was reported. Based on the provided information, the insert component was implanted after its shelf life was expired. The expiry date was jan-2015 and the product was implanted in (B)(6) 2015. Implanting a device that has passed its expiry date is off-label. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that expired insert was implanted.

Event description:
It was reported that expired insert was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.